Event description:
In 2008, a customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the home choice (hc) display during drain 1 of 3. The technical service rep (tsr) assisted the care giver in explaining the alarm. The care giver states that there is a hole in the pt line. The tsr had the care giver close all of the clamps and cycle the power off/on. System error 2367 alarmed. The tsr had the care giver cycle the power off/on, at load the set. The care giver will discard the old supplies/cassette and will start over using new supplies/cassette. On twelve days later, follow up with the home pt's nurse was competed. The nurse indicated that the hole was actually in the cassette. The nurse stated that the home pt has been doing fine since this report. There was no pt injury or medical intervention associated with this report.